Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 49-years-old patient with a 27mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately years and three months due to pannus formation leading to severe stenosis. The patient was diagnosed with mitral prosthesis dysfunction in (B)(6) 2021. The patient was experiencing dyspnea only under moderate physical effort before valve replacement. A 29mm transcatheter valve was implanted within the pre-existing edwards surgical device with an excellent outcome. The patient was noted as to be well after the procedure. Per the surgeon opinion, the observed valve degeneration was normal in young patients.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.